Event description:
Oracle ro: (B)(4) it was reported that an error occurred system failure force sensor bridge test. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Additional information was received, indicating there was no patient involvement. (Updated h6 event problem patient code). Event date was provided (updated b3).

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with counterfeit tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced force sensor and plunger cable also upgraded the software. Normal wear, device was over 11 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.